Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a valve 29mm implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 4 years and 7 months due to degeneration. A 29mm transcatheter valve was implanted within the surgical valve. No other information was provided at the time of the reported event.